Event description:
It was reported that during cochlear surgery the drill bit would not go into the attachment device. An attempt was made with a different drill bit, but was unsuccessful. The reporter confirmed that there was no delay in surgery; an identical spare device was available and the surgery was successfully completed. The reporter also confirmed that there were no injuries or medical intervention reported. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted.

Manufacturer narrative:
As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If additional information should become available, a supplemental medwatch report will be sent accordingly. (B)(4).